Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support from a hospital setting for assistance performing an infusion set and cartridge change on an ilet system using a steel 6 mm contact/detach infusion set, and was guided through removing the prior set, rewinding, removing and discarding the prior cartridge and connector, inserting a new cartridge, connecting and securing new tubing and set, filling tubing, applying the new infusion set, and filling the cannula, after which insulin therapy was confirmed as resumed; a fingerstick blood glucose reading of 465 mg/dl prompted recalibration of the ilet. Symptoms included hyperglycemia. Outcomes included resolution of insulin delivery following set and cartridge replacement and device recalibration. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.